Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the use of the liberty select cycler for peritoneal dialysis (pd) therapy and the event of stroke with subsequent death, as the patient was in active treatment when the stroke occurred. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient had a history of hypertension with a recent systolic blood pressure issue of >200mm/hg. Hypertension is a major cause of mortality worldwide and the biggest risk factor for stroke. End stage renal disease (esrd) patients undergoing maintenance dialysis are also at increased risk for stroke based on other underlying comorbid conditions. Based on the available information and no allegation of a malfunction or deficiency, the cycler can be excluded as the cause of the patients stroke. The death is unrelated to any fresenius product or pd therapy as all care had been withdrawn and the patient was placed in hospice at the time. Plant investigation: the cycler was not returned to the manufacturer, even though it was scheduled for pickup. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The spouse of a peritoneal dialysis (pd) patient contacted fresenius to report that the patient suffered a stroke during treatment and expired. Additional information was obtained through follow-up with the patients peritoneal dialysis registered nurse (pdrn). The patients treatment records confirm that the patient was in active treatment when they were found by the spouse to have had a stroke and treatment was ended. The patient was transported to the hospital and admitted for the stroke. It was determined that the patient required a chest tube and had an active bleed (unspecified). It was determined by the family that additional medical intervention would be refused. The family decided to withdraw care and the patient was placed on hospice, where the patient expired. A review of the patients records indicate that the patient was instructed to utilize 2 bags of 2.5% delflex solution due to hypertension. The patient had been utilizing 1 bag of 1.5% and 1 bag of 2.5% solution. The patient had a history of hypertension and recently was experiencing systolic blood pressure readings of >200mm/hg between the hours of 2:00am and 3:00am. The pdrn reported that the patients stroke was unrelated to use of the liberty select cycler, pd therapy, or any fresenius product(s). There were no reported cycler issues prior to the stroke. The pdrn spoke to the patient's spouse, who stated that the liberty select cycler has been scheduled for pick-up (date unknown).

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within specification. The cycler passed a system air leak test and a valve actuation test. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.